Event description:
Patient reported experiencing low blood glucose (<50 mg/dl). Patient indicated that she adjusted her basal rate without medical professional recommendation from 0.5 to 0.3. Patient indicated that she did not notice a difference after adjustment. Patient indicated that she would eat without bolusing to elevate her blood glucose. Patient indicated that she switched to backup device and blood returned to 100-120 mg/dl. Patient indicated that device was over-delivering insulin.